Manufacturer narrative:
Corrected data: a1: bv. B4: 20-mar-2025. D6b: (B)(6) 2025.

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was explanted and replaced with the same length lens. The problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found the lens optic deformed, lens haptic bent and deformed. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).